Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was deviation of reprocessing from the instruction manual could have caused the foreign material to remain.. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tip of the gastrointestinal videoscope was perforated. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was not flushed with air and water. There were no abnormalities with accessories used for reprocessing. The endoscope was submerged in cleaning solution. The air/water nozzle was not brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device could not confirm the customer allegation-"perforation at the tip". There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and white clouded area. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Adhesive around objective lens was peeled. Adhesives around objective lens and light guide lens had white-clouded area. The distal end cover had a burn. Connecting tube had a scratch. Connecting tube had buckling and was wrinkled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.